Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, scratched display window and cracked case near display window corners noted during visual inspection. Pump passed prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was cracked near the battery compartment. The customer also reported recently having a blood glucose level of 419 mg/dl, which came down to 92 mg/dl after being reated with the insulin pump. The customer declined high blood glucose troubleshooting. Customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.